Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the device had not worked since implant and per the health care professional (hcp) the lead had moved, but the cause was unknown. It was stated that the hcp had the patient change programs multiple times with no relief and the patient's myrbetriq and vesicare were discontinued after implant but during the trial the patient was taking these. It was noted that this could be a potential factor and the patient was currently taking medications again and the symptoms were not an issue; however, the hcp wanted to replace the lead and then stop medications again. There were no further symptoms or complications reported or anticipated.